Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17nov2020.

Event description:
The biomed is reporting the v60 was dropped and now the unit is failing the high pressure leak test. The remote service engineer (rse) advised the biomed to oxygen hoses, oxygen inlet connector, and try putting a small amount of krytox on the oxygen inlet filter. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The biomed reports disassembling the gds and lubricating and the da board stems with krytox and reassembling to resolve the reported issue.